Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. A contrast scan of the spinal cord was performed to determine where the fluid in the edema was coming from. The thin slices were not very clear, but the entire area was contrasted as if the dura mater was covered, while the catheter was in place. It was further reported that it is was possible that a small amount of spinal fluid was coming out of the catheter insertion site, but it was not clear. A sample of the accumulated fluid was to be taken and examined to see what it is. Meanwhile, pressure was to be applied with a cloth for a while to see if it calms down.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a partial catheter was returned which included the pump catheter connector and pin connector. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The catheter implant date was (B)(6) 2023. It was reported the details were unknown regarding the 5 cm mass that had formed and was tense. The issue was resolved. The results of the fluid test were asked, but unknown.

Manufacturer narrative:
G3: the additional information aware date was corrected from 2024-feb-08 to 2024-feb-09. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The catheter implant date was (B)(6) 2023. It was reported the details were unknown regarding the 5 cm mass that had formed and was tense. The issue was resolved. The results of the fluid test were asked, but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg6cmsm04 implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at a dose rate of 377 mcg/day via an implantable pump for cerebral palsy. It was reported that on 2023-oct-31, during the pre-examination visit, the patient complained that the area around the wound on her back had recently become swollen. Upon examination, a 5 cm mass had formed around this area which was tense. After consulting with the radiologist, an MRI (magnetic resonance imaging) was performed, which showed fluid in the mass and inside showed the anchor, which was the connection to the catheter. It was further noted that presumably, the "leakage" occurred at the connection part, causing the liquid content to accumulate and the anchor to dislodge and float. The onset of the mass was 2023-oct-31. The causal relationship of the mass and the drug, pump, catheter, and procedure were unknown. The outcome of the event regarding mass as of (B)(6) 2023 was not resolved. On 2023-nov-02, serous fluid accumulated in the pump pocket and the back pocket, so an MRI (magneticresonance imaging) was performed. The patient required inpatient hospitalization or prolonged hospitalization. An operation was performed on 2023-nov-16. Since the cause of the oede ma was not clear, the pump and catheter were replaced considering the possibility of catheter breakage and poor connection with the pump. There was no cerebrospinal fluid leakage observed in the pump pocket or the spinal cord pocket, so they wanted an investigation to determine whether or not there were any abnormalities in the pump or pump-side catheter. It was further reported that although the oedema was not caused by gabalon itself, it was still unclear at this stage whether it is a spinal fluid leak or a fluid leak caused by breakage of the device. A comprehensive judgment was to be made while observing the situation. Since an investigation of the device was to be requested, as well as the extent to which the reoperation will improve the situation. The outcome of the oedema was not recovered as of 2023-nov-16.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# (B)(6). Explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 02-aug-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.